Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 45 cm from the distal tip of the lead. Visual inspection of the lead revealed abrasion of the gore¿ covering near the proximal end of the distal shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). This report will be updated should further information be received.

Event description:
Boston scientific received information that the remote patient monitoring system detected low shock impedance measurements (ranging from 0 to 50 ohms). This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.